Manufacturer narrative:
Correction: h6 device code. The reported event was not confirmed since the device was not returned for evaluation and no other evidence was provided for evaluation. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the alleged failure. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that during a scheduled left revision reverse total shoulder arthroplasty, the surgeon identified a retained fragment of a drill bit near the poly humeral head liner on intraoperative x-ray imaging. The surgeon subsequently reopened the surgical site to remove the drill bit fragment and replaced the poly humeral head liner. The procedure exceeded the planned surgical time by approximately 90 minutes. The revision was completed successfully, and the patient was transferred to the post-anesthesia recovery unit in stable condition.

Event description:
It was reported that during a scheduled left revision reverse total shoulder arthroplasty, the surgeon identified a retained fragment of a drill bit near the poly humeral head liner on intraoperative x-ray imaging. The surgeon subsequently reopened the surgical site to remove the drill bit fragment and replaced the poly humeral head liner. The procedure exceeded the planned surgical time by approximately 90 minutes. The revision was completed successfully, and the patient was transferred to the post-anesthesia recovery unit in stable condition.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.